Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
An adc customer reported receiving an error "658" message on their meter and stated when she takes her meter to the hospital they download the information there. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and the hospital was reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.